Manufacturer narrative:
The events of lymphoma-alcl-suspected, seroma-late and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "swelling". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported that the patient had swelling around one of the implants. The devices were explanted, and a biopsy of the implants revealed the patient had anaplastic large cell lymphoma (alcl). Three years later, patient had was examined and an "abnormal chest mass" was identified. A CT guided biopsy of the chest mass diagnosed alcl. It was noted that the alcl had "grown into a large tumor that had infiltrated [patient's] chest wall". Patient has since had multiple rounds of "treatment and radical surgeries" to stop the alcl. These treatments include chemotherapy, radiation, and "hospitalization for plummeted white blood cell count". Affected side is unknown. Pathological markers confirming alcl have not been provided.